Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee nanoneedle study one patient had a vasovagal reaction during/after the intervention. No further information was provided.

Manufacturer narrative:
Additional information: b3, b5, h3, h6.

Event description:
Update avoe 21-mar-2025. It was further reported that the incident occurred on the (B)(6) 2022 and the patient had a vasovagal reaction, directly after the procedure. The patient was treated with a drainage of a bacterial knee arthritis under local anesthesia.

Manufacturer narrative:
Additional information: d1, d2a, d2b, d4, d9, g3, g4, h3, h6. Device not returned. The most likely cause for the reported event is a sharp or rough edge on the scope.